Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that the pump did not enunciate blood glucose alerts as intended. The customer's blood glucose was 60-185 mg/dl. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged alerts issue was verified. Based on the analysis, the alleged battery gauge issue could not be verified; however a different issue was identified.